Manufacturer narrative:
The manufacturer previously reported a ventilator allegedly not delivering the set tidal volume. The device was returned to the manufacturer's service center for evaluation. During the evaluation of the device, the customer's complaint was not confirmed. The device operated and alarmed to design specifications.

Event description:
The manufacturer received information alleging a ventilator was not delivering set tidal volume. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.